Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of seeing particles in tubing/chamber. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer. The manufacturer found evidence of liquid contamination, a dried powdery white hard water stains located in the below the blower housing. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found the error log showed different instances of: e- 83. The manufacturer concludes the contaminates found were consistent with dried powdery white hard water stains, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.